Event description:
It was reported that a malfunction alarm with code malf 12 occurred, but no notable events were noted prior. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and the customer continued to use the pump for insulin therapy.